Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. The pt called to "get time and date set on meter. After going into setting meter was found to be in mmol." The meter allegedly was set in the wrong units. The results from the pt's meter "had many 400+ readings. Customer thought the highest reading the pt had was 257 which was really 25.7". There were no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. No further information has been reported.